Event description:
Staff reported that while using the flexiva ID 200 high power fiber with the lumenis laser, the laser "suddenly stopped working." Staff reported the end of the fiber was removed and was noted to smell like smoke and burnt metal. Staff also reported "the lens at the end had broken." No error codes or notifications occurred on the lumenis machine before this event.